Manufacturer narrative:
The associated complaint devices were not returned. A review of complaint history did not reveal additional complaints for the listed batches. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. The medical investigation concluded that, without the requested clinical information, a thorough medical investigation cannot be rendered. All documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical investigation. However, based on the limited information provided a user error cannot be ruled out. Should any additional medication information be provided this complaint will be re-assessed. Without the actual devices involved our investigation cannot proceed. If the devices or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that a revision surgery was performed due to an unspecified post operative condition.